Manufacturer narrative:
System analysis/service repair was performed on september 23, 2015. The replaced resonator s/n (B)(4) was returned to the manufacturer on october 19, 2015. Product evaluation summary: the replaced resonator was evaluated on november 02, 2015. The evaluation revealed diode voltage to be low and 6th bar on the diode was noted burnt. Diode base plate was found to be down revision. Diode, diode base place and desiccant were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
Unchecked report type from ¿adverse event¿ and checked ¿product problem.¿ uncheck outcome attributed to adverse event ¿other serious (important medical events).¿ unchecked type of reportable event from ¿serious injury¿ and checked ¿malfunction.¿

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the customer's report was confirmed and found to be the result of a faulty resonator. The root cause was determined to be a short stack in the diode within the resonator. The resonator was removed (s/n (B)(4)) and replaced with (s/n (B)(4)) . The system was tested and verified to specification.

Event description:
It was reported that error codes 171, 235 & 210 were displayed during a procedure. Customer was able to clear the error codes but error codes recurred. The procedure was completed using a bovie. Patient outcome: "no injury". There was no injury to patient.

Manufacturer narrative:
On follow-up #03 "date received by manufacturer" was left blank. The date should have been "04/12/2016."

Manufacturer narrative:
The root cause was determined to be a short in the diode stack within the resonator. The resonator was removed (s/n (B)(4)) and has not been returned to the manufacturer.

Manufacturer narrative:
Added to follow up # 3. Reportability aware date is: 04/12/2016.